Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a burning sensation and sharp pain when stimulation was turned on which worsened during charging of the implantable pulse generator (ipg). The patient was provided with a new charger however the issue persisted. The ipg site felt warm to the touch but there was no redness or swelling and impedances were all within range. The physician assessed that the ipg was superficial within the left buttock area which may have caused the patients symptoms. Additionally, the patient experienced ringing in his ear however, the cause was unknown. Therefore, the patient underwent a fusion surgical procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively. The explanted ipg will not be returned as it was not released by the medical facility.